Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced respiratory event / cardiac arrest that resulted in death. The patient expired within an hour after the procedure was completed. Case was completed with no signs of effusion or other adverse events. Once they started to wake the patient up, pressures started to drop. During extubation, the patient was responsive. After extubation the patient started to code so they tried to re-intubate and get an a-line which showed pressures of 120/30. Labs showed a drop in hemoglobin (from around ~11 to 4). This number is not completely accurate as it was pulled from a line that was diluted. When the anesthesia team extubated the patient, the patient coded. The physician added that the patient had a respiratory event, and the cause of the death is unknown since the family decided not to complete an autopsy. The physician did not think the death was caused by any biosense webster inc. Products. All of the interventions were reported as unknown. However, it was noted that they did perform cardiopulmonary resuscitation (CPR), re-intubate the patient, and checked the echo for effusion. The physician's opinion on the cause of the adverse event is either the procedure or patient condition. They are not 100% sure what the cause was but they believed it could have been a respiratory arrest after the procedure or a retroperitoneal bleed. The procedural activated clotting time (act) was above 300.